Event description:
Rn reports traansfer set tubing cracked on both sides of clamp area during use. Per rn, pt was administered prophylactic antibiotics 1 gram ancef and no injury resulted from the incident.